Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow-up information revealed the patient's system was explanted due to suspected infection at the ipg site. However, the scs system has been replaced.

Event description:
Follow-up information revealed the patient was to undergo surgical intervention for an ipg pocket revision. However, the patient had fever, in turn, the physician decided to explant the scs system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced bruising at the ipg pocket site. In addition, the patient stated he also experienced pain and inflammation at the site. In turn, the patient was prescribed antibiotics. Follow-up information revealed the patient will undergo surgical intervention as the next course of action.